Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure was treat the moderately calcified left common femoral with the 6x150mm armada 35 percutaneous transluminal angioplasty (pta) catheter. Despite initial inflation of the balloon to 8 atmospheres, without feeling pressure, the balloon was further inflated to 22 atmospheres when a rupture occurred. Upon withdrawal, the balloon became stuck in the 6f 95cm non-abbott sheath. Force was applied and the balloon and sheath were removed together. Manual pressure was applied to the left groin puncture site to achieve hemostasis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was inflated to 22 atmospheres and ruptured. It should be noted that the armada 35 / armada 35 ll instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 16 atmospheres as indicated on the product label. Furthermore, it is likely that the balloon did not refold properly, as a result of the balloon rupture, and subsequently resulted in the reported interaction with the guiding catheter and upon further manipulation the device separated. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to user error; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017 clarifier: above rbp.

Event description:
Subsequent to the initial MDR reported filed: it was reported that while removing the balloon from the sheath outside the anatomy, the distal portion of the balloon, distal marker and the tip seperated.